Event description:
During placement of an anterior tlif peek interbody cage, the surgeon reportedly encountered an anatomical obstruction which caused him to mallet the implant very hard. The implant articulated upon the inserter while in the lock position. The patient monitoring noted a lack of ssep's. The surgeon did not achieve successful placement and removed the implant. Further investigation of the surgical site by the surgeon noted a dural tear. A laminectomy was performed, and the dural tear was repaired. The surgeon opted for natural bone filler and completed the case without a peek spacer. There is no temporary or permanent patient injury and the patient is doing well five days post operatively.

Manufacturer narrative:
(B)(4). No radiographs or photos confirming the event have been received. Patient condition and status of health prior to event is unknown. The device was received. Upon inspection of the implant, it was noted to have been marred/damaged at the inserter interface allowing the implant to move now in the locked position. Review of DHR for lot tu3335 notes no discrepancies with respect to material type, treatments, dimensions or labeling. It is unknown if surgical complications/dural tear, was caused by the damaged implant or another part of the surgical procedure. True root cause of this event cannot be determined.